Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd phaseal¿ protector p50 experienced coring and particles found in the drug vial. The following information was provided by the initial reporter: enduser use bd phaseal for oncology drug compounding . Particles have been found in drug vial x2 . Particles are suspected to be caused by coring when user insert bd protector onto the vial .

Manufacturer narrative:
H6: investigation summary no samples or photos received for investigation. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. A device history review was performed for reported lot 2202131, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. The protector must be fixed completely vertical to the vial during assembly. The m12 mounting accessory is recommended to facilitate the connection of the protector to the vial. Based on the available information we are not able to identify a definitive root cause at this time.

Event description:
It was reported that 2 bd phaseal¿ protector p50 experienced coring and particles found in the drug vial. The following information was provided by the initial reporter: enduser use bd phaseal for oncology drug compounding . Particles have been found in drug vial x2 . Particles are suspected to be caused by coring when user insert bd protector onto the vial .